Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Additionally, a minimum fill notification occurred after filling a cartridge with an unknown amount of insulin. A new cartridge was successfully loaded resolving the issue and insulin delivery was able to be resumed. Customer's blood glucose level was 200 mg/dl.